Manufacturer narrative:
Insulin pump received with intermittent up button response due to corroded keypad trace. No ramping numbers on their own or scrolling bar moving anomaly noted. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked case near reservoir tube window and cracked battery tube threads.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly, the up arrow continuously scrolled on its own. Customer's blood glucose was 285 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.